Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction - d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test the use of the foley catheter was discontinued because draining could not be done. Per notification from investigator on 05feb2026, it was reported that the asymmetrical balloon was found during sample evaluation on 03dec2025.

Manufacturer narrative:
The reported event is confirmed - other. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only nine (9) ml could be withdrawn with the returned syringe. Asymmetrical balloon observed, per test method, tm0300903, rev 3, formula (b / (b + a) 100 ((2 / (2 + 0) 100, ballon concentricity= 100/0. Using the in-house luer lock syringe, deflated balloon passively in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. The complaint is against the syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre test the use of the foley catheter was discontinued because draining could not be done. Per notification from investigator on 05feb2026, it was reported that the asymmetrical balloon was found during sample evaluation on 03dec2025.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test the use of the foley catheter was discontinued because draining could not be done.